Event description:
The bipolar cautery device would not cauterize tissue. A new generator, bipolar cord, and bipolar pedal were tried to correct the issue but failed. A new bipolar cautery device was opened and worked fine.